Manufacturer narrative:
This report is submitted on july 15, 2019.

Event description:
Per the clinic, the patient experienced pain. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on an unknown date and was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the patient experienced an infection prior to explanting the device. This report is submitted september 20, 2019.

Manufacturer narrative:
This report is submitted september 27, 2019. - attachment: [150442 device analysis report reg.pdf].